Manufacturer narrative:
Reported device would not be returned for evaluation because the physician confirmed there was no malfunction nor did the device contribute to the adverse event. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported a 31-year-old pregnant female at 18w5d with monochronic diamniotic twins who was referred from osh for twin to twin transfusion syndrome. She had ttts stage iii with finding of twin a the recipient having reversed a-wave dv diagnosed at 17 weeks but still significant membrane separation, twin b was noted to have intermittent absent end-diastolic flow (edf) of the umbilical artery (ua). The chorioamniotic separation improved by 18w5d. She underwent laser photocoagulation and amnioreduction on 2023. She had an anterior placenta and was found to have 17 vascular anastomoses including 6 small hairs, 2 small r-d, 2 medium r-d, 7 medium d-r pre-operative fetal heart rates was 142 bpm for recipient (twin a) and 164 bpm for donor (twin b), pre objective mitral valve prolapse (mvp) was 14.2 cm. Post-op mvp was 14.3 cm for the recipient. Post operative fetal heart rates 142 for the recipient (twin a) and 148 bpm for donor (twin b). Pre-operative middle cerebral artery (mca) for recipient twin a was 19.9 cm/s and for donor twin b was 14.0 cm/s and post operative mca for recipient twin a was 19.5 cm/s and donor twin b was 14.0 cm/s. Post-operatively, when she was 22 22w4d she was found to have cervical shortening and underwent a rescue mcdonald cervical cerclage. At 24w 2024 she spontaneously labored and delivered birth twins. Twin b former donor passed on dol7. Secondary to grade IV ivh bilaterally and bowel peroration. Twin a former recipient and at the 1 year follow up is doling well. The physician who reported this event was contacted. The physician confirmed that the karl storz products involved in this event did not malfunction and did not contribute to the complication or death. Cross reference MDR: 9610617-2025-00272.